Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the recovery area after the implant procedure, where no capture was observed on the right ventricular lead. The lead was dislodged. Programming changes were made to regain capture. The lead was repositioned the next day on (B)(6) 2019. Patient was stable before, during, and after the procedure.